Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok, however, errors were found in the error log. It was also noted that the handle was broken on the lower case and the system fan was noisy.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the programmer powers up ok however errors were found in the error log. It was also noted that the handle was broken on the lower case and the system fan was noisy. A detailed analysis was performed on the programmer. Corrosion and contamination was noted on the printed circuit board assembly. The programmer was able to interrogate a pulse generator properly. The observed contamination could have caused the reported issue, however this was unable to be confirmed.

Event description:
It was reported there was an error message displayed on the programmer. No information was received indicating patient involvement.